Event description:
Rv lead changeout due to high rv pacing thresholds lead replace with medtronic. (B)(4). Lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).